Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was less than 40 mg/dl, and the meter bg reading was 211 mg/dl. Reportedly, the customer consumed carbohydrates due to his sensor reading less than 40. The customer went to the emergency room for a bg of 225 and ketones. Customer was treated intravenously with nausea medication and insulin. Customer was released later that day with the issue resolved and no permanent damage. A replacement sensor was sent to the customer.